Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-35 lead, implanted: (B)(6) 2011; 4965-25 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that av sequence counters at times showed 100% ap-vs and then at other times showed 0% pacing. It was noted that there was previous atrial oversensing of native p waves. The device was reprogrammed to mitigate oversensing. It was also noted that the right ventricular (rv) port on the device is pin plugged. Technical review was performed and it was noted that the plug has no resistive path so the tip-ring terminals are "open circuit." This makes the inputs to the sense amplifier like an antenna connected to a high gain amplifier which makes it vulnerable to pick up all kinds of electrical disturbances, both external (electromagnetic interference) or internal circuit disturbances. It was discussed that the ideal place to view accurate ap percentages is at the heart rate histograms. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.